Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision surgery due to pain in perineal area at the cuff site. During surgery, the existing cuff was removed and replaced. There were no patient complications reported.